Manufacturer narrative:
(B)(4). This is a report of a use error where the connection of the disposable homechoice cassette line with a heater bag was not secure and resulted in a disconnecting heater bag during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line connector of a homechoice cassette was not tightly connected to a heater bag and disconnected. This was noticed during dwell one of peritoneal dialysis therapy on the homechoice machine, while the patient was connected. The technical service representative assisted the patient in ending therapy and removing the cassette. The patient planned to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.